Event description:
It was reported that during the pre-test, it was difficult to inject sterile water and also difficult to drain it.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted that the balloon was asymmetrical and partially inflated prior to the start of this evaluation. Attempted to deflated balloon passively using the returned syringe and no solution could be withdrawn. Attempted to deflate by aspiration and solution could not be withdrawn. Using the in-house luer lock, attempted to deflate balloon passively and by aspiration and solution could not be withdrawn. Replaced inflation valve with in-house valve and solution leaked out from inflation arm. Inflated balloon with 10 ml of solution using returned syringe and reattempted deflation. After replacement of inflation valve, deflated balloon passively in 2 minutes and 2 seconds using the returned syringe with no cuffing noted. The reported event is confirmed cause unknown due to the inflation valve. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it was difficult to inject sterile water and also difficult to drain it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.